Event description:
It was reported that there was a right hip revised due to subluxations of the hip.

Manufacturer narrative:
An event regarding dislocation disassociation involving an adm liner was reported. The event was not confirmed. Device evaluation not performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
It was reported that there was a right hip revised due to subluxations of the hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.